Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead had oversensing due to noise which lead to pacing inhibition. A revision procedure is being scheduled. This lead remains implanted at this time.